Event description:
Patient undergoing surgical procedure was placed in supine position. Conmed thermogard grounding pad model # 51-7310 was placed and pressed to secure full coverage on patient's left hip upper thigh region away from hair. No history of metal implants. Patient underwent left cubital tunnel release with anterior subcutaneous transposition under general anesthesia. At the conclusion of the case, drapes were removed. Grounding pad was removed. Skin under pad clear and intact. A 1 cm x 1/3 cm burn was noticed distal to the area where the grounding pad was placed. Rn noticed the grounding pad connection had dislodged from the pad itself. The two plastic components housing the grounding wires had come undone and the wires became exposed. One wire appeared to have a dark spot on it suggesting metal component that burned skin. Grounding pad was sent to manufacturer on 5/27/2022 for quality testing. FDA safety report ID# (B)(4).